Event description:
As reported, the patient had an initial left tka. The patient complained of sever pain, a possible loose femur, and was revised to a competitor's product. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening, osteolysis, and pain. However this cannot be confirmed as the devices were not returned for evaluation and pre-revision radiographs were unable to be obtained. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: concomitants: (B)(4) - 02-35-3509 truliant tib imp ps insert sz 3.5 9mm, (B)(4) - 02-022-55-3525 - truliant por tib tray size 3.5f/2.5t, (B)(4) - 200-07-32 - advanced patella 32mm 3 peg implant.